Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Attempts have been made to gather all product identification information and no further information has been provided. The event cannot be confirmed. Visual inspection of the provided image performed. Unable to determine part and lot number from the image. Image shows the explanted tibial component with residue on the device. Unable to determine the extent of any wear or damage from the image. As the physical product was not returned, further evaluation could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: medical product: unknown femoral component: catalog#ni, lot#ni; unknown articular surface: catalog#ni, lot#ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately seven (7) years post-implantation, the patient presented with knee pain. Clinical evaluation found the tibial component to be grossly loose with no cement adhered to the titanium surface. Subsequently the patient underwent revision surgery and all implants were replaced. It was reported that no additional information is available.